Manufacturer narrative:
Samples 2, 3, and 4 from the patient were submitted for investigation. The results of the testing indicated the presence of an interfering factor that reacts with one of the immunological components of the reagent and affects the sample results. This interference is documented in product labeling for the assay.

Manufacturer narrative:
The patient sample in question was submitted for investigation and was tested on a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all data. No further volume of this specific sample remained for further investigation. Data was provided for three additional samples from this patient. Refer to the attachment to the medwatch for all patient data

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer stated the thyroid results for one patient did not match the clinical picture for the patient and were questioned by the physician. The customer used a cobas 8000 e 602 module. The serial number was requested but was not provided. The sample was repeated at a commercial clinical laboratory using clia methodology and the results for elecsys ft3 iii and elecsys ft4 ii assay were discrepant. Refer to the attachment to the medwatch for all patient data. This medwatch is for the ft4 assay. Refer to the medwatch with patient identifier (B)(6) for the ft3 assay. The results were reported outside the laboratory. There was no allegation of an adverse event.